Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no: mz1000-07 batch no: unknown it was reported that the needless connector cracked and leaked.